Manufacturer narrative:
Product was returned for evaluation. Returns expanded evaluation report states: upon inspection, it was noticed that one spoke was broke. The broken spoke was cracked the entire way through, although no pieces were broken off. The rest of the wheel and spokes were in good condition. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken spoke. Underlying cause could not be determined.

Event description:
Dealer states one of the spokes is broken.